Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review is currently being performed. The device was not returned for evaluation, however medical records were provided. Based on medical record review, the investigation is identified for positioning issue. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900f vena cava filter allegedly positioning issue. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is (B)(6) years old and weighs (B)(6) kgs.